Event description:
It was reported to philips the system failed to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the system failed to boot up. Review of the log file shows error related to ippc disk read. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found image disks to be damaged. To resolve the issue, the fse ordered and replaced ippc image disks and recreated data base. The defective parts were returned for analysis, for dvi splitter, malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.